Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the label on the box was a different product from what was inside the box. It was reported that there was no patient involved.

Manufacturer narrative:
No sample has been returned for analysis.  Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.  If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that the device has a packaging/labeling issue. The label on the box was a different product from what is inside the box. Box indicates product 6cn65h but product 6un65h was in the box. It was reported that there was no patient involved.